Event description:
In 2008, the patient reported an elevated blood glucose reading of 400 mg/dl with her target range being 80-120 mg/dl. She stated the quick bolus was not properly working on her insulin infusion device. During troubleshooting, the down key on her device did not properly respond to presses. The device bolus history was checked and the patient discovered she had not received her last bolus. On follow up with the patient later the same day, the patient stated her blood glucose had returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.